Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that a catheter was inserted and noradrenaline was infused through it. There was no effect on the pt as the dose was increased. A few hour later, the nurse noticed that the dressing was wet and that the proximal lumen had a hole. The doctor had to replace the catheter.